Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he dropped his insulin pump from about a two foot height and when he picked it up part of the screen was black; the partial display has gotten progressively worse. The patient's blood glucose at the time of incident is unknown. Troubleshooting determined that the customer should revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis and the customer will receive a replacement device.